Event description:
It was reported that prior to use, on (B)(6) 2013, the mesh was found out of the packaging. It was not inside the inner packaging, the sterile one with the blister. It was in the external packaging. It was not used on the patient. There was no adverse patient consequence reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.